Manufacturer narrative:
Due character limit e1 full event site name- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp), requires a installation kit. ¼ inch piece of plastic sheeting in place of instead of field action. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, b5, d5, d9, e1 (initial reporter, event site email, event site telephone), e2, e3, e4, g2, g3, g6, h2, h3, h6 (type of investigation), h11. Due to character limitation, below field are added from e1- initial reporter- will medendorp a getinge field service engineer (fse) states, per the description of the issue, the kit was missing and a plastic piece was in its place silicone caulked in place. It was found during pm by fse. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported by getinge fse that during preventive maintenance, installation kit of cardiosave intra aortic balloon pump (iabp) was missing and units had .25 inch piece of plastic sheeting in place of instead of field action part cardiosave top cover. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.